Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of constipation and peritonitis in a patient coincident with dianeal pd2 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On an unreported date, the patient experienced constipation. On (B)(6) 2011, the patient experienced peritonitis that resulted in hospitalization on (B)(6) 2011. The cause of the peritonitis was constipation. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the bacterial peritonitis. The outcome of the constipation was not reported. Dianeal pd2 ambuflex therapy was ongoing. The nurse stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the constipation.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 2 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number gd888115 and no exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.